Event description:
Further information was received, indicating that the patient had an increased in seizures. The event started on (B)(6) 2016 and is still on going. The severity is moderate. It was reported that the event is not related to implant nor to the stimulation, but to high impedance. It was reported that the treatment was interrupted. Other action taken was to change dose / schedule of medication. It was reported that the event was not a serious adverse event and it did not cause the subject to discontinue from the study. Additional information was provided, indicating that the lack of efficacy previously reported was not correct. It was reported that the patient was a good responder to vns, as indicated below: on (B)(6) 2014 (implant date), the patient had 275 tonic seizures and 40 absences counted per 2 months; on (B)(6) 2014, the patient had 153 tonic seizures and 11 absences counted per 6 months; on (B)(6) 2015, the patient had 37 tonic seizures and 00 absences counted per 6 months; on (B)(6) 2016, the patient had 180 tonic seizures and a lot of absences counted per 6 months; this corresponds to the period where high impedance occurred. It was reported by the physician that she will discuss with the patient's caregivers, to see if a replacement could be scheduled. A battery life calculation was also performed and it appeared that the patient's generator has a rough estimate of 5.2 years remaining until near end of service = yes. No known surgical interventions have been performed to date.

Event description:
It was reported that high impedance was observed on vns patient's system, during a clinic visit on (B)(6) 2016. In (B)(6) 2015, the device diagnostic test results were within normal limits. It was reported that the device was programmed at a rapid cycle, since (B)(6) 2015. Further information was received from the physician, indicating that x-rays were taken and no lead fracture was visible. A part of lead was behind the device and it could not be assessed. X-rays were not provided to the manufacturer for review. The physician reported that the patient had many falls as he suffers from lennox-gastaut syndrome. It was reported that the device was disabled on (B)(6) 2016. No replacement surgery is planned yet because there was a lack of efficacy since the vns implant. The physician indicated that the device will remain disabled for a small period, then it will be decided later if a replacement is needed or not. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional relevant information was received to date.

Event description:
Additional information was received indicating that the patient underwent full replacement surgery on (B)(6) 2016. The lead was replaced due to lead break. It was reported that the generator was replaced because they could not interrogate it during the surgery (the battery was suspected to be depleted). No lead impedance value of the new system was provided. It was reported that no trauma apparently occurred that could have caused the suspected lead breakage. The explanted devices will not be returned to the manufacturer for analysis, as they have been discarded.